Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller noticed that when they would go through a certain door at the store it would turn off the ins. The caller stated they changed the door they would go through and that resolved the issue. There were no further complications reported.